Event description:
During placement of a bifurcated device, the physician noticed a wire wrap. After rotating the catheter shaft, the graft appeared to be in the proper orientation, and was placed into position for deployment. When the left limb was deployed, it became clear that the orientation was not correct, and it started anterior before entering the iliac ostium, and as a result the proximal portion of the limb did not open fully and restricted blood flow. Due to the patient's extremely tortuous external and common iliacs, it was impossible to cannulate the left limb and dilate with an angioplasty balloon. The physician chose not to attempt entering the limb from the opposite iliac or from a brachial approach and conducted a fem-fem bypass. Patient did well and was sent home the following day.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.